Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. It was confirmed that there was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and assisted in performing the reset, successfully resolving the error. The customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.